Event description:
Phle tech was drawing blood on patient on 9/8. At the completion of the procedure, she activated the safety device, and it fell apart. She states the needle came out of the patient's arm and almost stuck her. I have the defective device in my office and will contact supply chain by phone to arrange delivery of the defective device.